Event description:
It was reported that the primary system controller had a controller fault during priming. The primary system controller was exchanged for a backup system controller during priming for the patient.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.